Manufacturer narrative:
Samples received: there are no samples available for analysis. Analysis and results: there is one previous complaint of the same code-batch regarding this issue that was closed as confirmed after analysis. We manufactured and distributed in the market 360 units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. Without any sample we cannot carry out an analysis in order to take a decision. However, taking into account that there is a previous and confirmed complaint of this code-batch regarding the same issue we consider that the complaint is confirmed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: as there is a previous and confirmed complaint of the same code batch for the same issue, we conclude that the complaint is confirmed by evidence of failure in the samples received in the previous case. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box of product as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with monosyn quick suture. The client reported that the needle was detached from the thread when opening the package. This issue was found prior to use, there was no patient involvement.